Event description:
¿Caller alleged discrepant results compared with hospital poc inr lab. Results as follows:¿ date: (B)(6) 2012, inratio: 7.5, inratio: 7.5, lab: 3.8. Time elapsed between each method of testing is unknown. Patient¿s therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.